Event description:
Information received from the field notes that the device was found in back-up mode and no pacer spikes were observed. The patient's rate dropped to a junctional escape rhythm in the low 40's. Attempts were made to download the device without success. The patient showed evidence of underlying sinus activity. Due to the patient's age and other health conditions, a decision was made by her family to leave the device implanted.